Event description:
A surgeon reports one patient who underwent custom prk is now over corrected. Patient records were reviewed. Patient was not focusing well. Clinical records indicate trace haze and epithelial flap debris. Three months post-op, this patient exhibits an over correction of 3.50 diopters in the right eye. Bcva has not been affected and ucva has improved from 20/cf to 20/25-3.

Manufacturer narrative:
A surgery database performance verification (sdpv) was conducted on this systmem. The analysis determined the laser performance factors analyzed were operating within specification at time of patients surgery.